Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead experienced ventricular fibrillation (vf) where shock therapy was delivered and did not convert the rhythm. Additionally, noise, low r-wave measurements and undersensing was observed that resulted in biv pacing after the first delivered shock. Non-invasive programmed stimulation (nips) was performed and shock therapy was unsuccessful in converting induced vf in several programmed configurations. An invasive procedure was performed. The crt-d was explanted and replaced with another manufacturer's device. The rv lead was repositioned and the pace/sense portion was surgically abandoned and the pace/sense portion of a previously abandoned rv lead was placed back in service. The shocking portion of this lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.